Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported by the affiliate that after implantation, the hakim programmable valve had stator dislodgment. There is no report of adverse event, symptoms or additional intervention for the patient. The valve was implanted to the patient via vp-shunt; however, date of implant and initial setting are unknown. An MRI was performed, per plan of care, once a year for follow-up of disease at on (B)(6) 2018. The surgeon checked the condition of the valve at this time. It was found that the cam had come off from the base plate. The pressure setting was successfully changed by programmer, and it could be set to 18cmh2o. The patient is being followed-up. No further information was provided by hospital. The product will not be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected it was noted that the stator and x ray dot were dislodged as well as a crack and a bump mark were noted in the valve casing. Due to the condition of the device, the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a bump mark were noted in the valve casing. This is likely due to the valve receiving a hard knock. Corrosion was also noted on the stator and the x ray dot. The cam magnets were controlled per process and passed testing. Review of the manufacturing records found the device conformed to specification when released to stock. The root causes for the dislodged stator and x ray dot could be partly due to the valve receiving a hard knock. The root cause for the crack and bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.